Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving replace battery alert. This was the second occurrence of receiving replace battery alert in less than 8 hours after low battery warning. Customer reported that replace battery alert happened every one hour. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump received with blank display. Unable to download thump, verify replace battery alert and perform the sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the electronics, motor, battery tube, vibrator, keypad assembly, internal battery and force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Blank display due to moisture damage electronic assembly. Pump unable to download to thump due to blank display. Unable to verify replace battery alert due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.